Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the initial implant procedure, the patient was noted with perforation and subsequent cardiac tamponade by the right ventricular (rv) lead. It was also noted that the left ventricular (lv) lead had dislodged. The rv and lv leads were explanted and replaced. No further patient complications have been reported as a result of this event.